Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 15 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-00596 / 00598).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2007. Patient¿s legal counsel further reports that a revision procedure was performed on (B)(6), 2009 due to patient allegations of pain, loosening, foot drop and palsy, loss of sensation, tissue damage, synovial fluid buildup, pseudotumors, bone erosion and metallosis. Review of invoice history confirmed the modular head, acetabular cup and liner were removed and replaced. Patient¿s legal counsel alleges that patient has experienced fluid drainage and infection in 2011 and that another revision procedure has been recommended. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.